Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed no damages to the platform. A review of the archive was performed as well and no user advisory faults were noted. Upon receipt of the platform, the motor was not operating at all and was noisy. Inspection of the device revealed that a defective motor drivetrain may have led to the issues observed with the motor. However, a definitive root cause for the drivetrain failure could not be determined. In summary, the reported complaint of ua 8, ua 45 and ua 16 was not confirmed based on review of the archive.

Event description:
It was reported that the autopulse platform displayed the following faults: fault 8 - motor controller fault detected; fault 45 - not at "home" position after power-on/restart; fault 16 - timeout moving to take-up position. No adverse patient sequelae was reported. No further information was provided.